Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 32 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with juice and cake gel. Troubleshooting was performed. The customer had visited in emergency medical service and was hospitalized on (B)(6) 2017 at 7:00 am. The blood glucose value when admitted to hospital was 32 and 43 mg/dl. The customer complained about hypoglycemia. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed and showed no delivery. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.